Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported right side rupture. Device remains implanted.

Event description:
Patient's representative reported right side rupture. Patient is diagnosed with ¿breast implant illness¿ and due to this has gone through 5 surgeries, has physical and psychological consequences, polyneuropathies, paresthesia, and multiple chemical sensibility." Are not related to the device. This relates to right side. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, d.6a, d.6b, h.4, h.6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.

Event description:
Patient representative, additionally reported, patient "suffers from a depressive condition, anxious".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, h6.

Event description:
Patient's representative reported anxiety and depression . Environmental intolerance muscle pain, severe chronic fatigue, accelerated intestinal transit. Breakout urticaria, hair loss, blurred vision, peripheral vertigo, chronic gastritis, pruritus and pain . Diagnosis of erratic paresthesias (ant, sensation manifested by abnormal sensations) fibromyalgia worsens.lactose allergy ,physical disability fibromyalgia ,polyneuropathy, chronic fatigue ,generalized pain. This relates to the right side. Device has been explanted.

Event description:
Patient's representative reported right side rupture. Patient is diagnosed with ¿breast implant illness¿ and due to this has gone through 5 surgeries, has physical and psychological consequences, polyneuropathies, paresthesia, and multiple chemical sensibility." Are not related to the device. This relates to right side. Device has been explanted